Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred. Reportedly, the pump was not exposed to extreme temperatures. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer had manual injections available as alternate insulin therapy.